Event description:
It was reported the patient developed a subclavian thrombus with arm swelling after the right ventricular lead was revised. Compression on the arm was recommended and there was clinical significant improvement. The lead remains in use. The patient is enrolled in the optilink heart failure study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2010 (B)(6); 4076 implantable pacing lead 2010 (B)(6). (B)(4).